Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information: can you please clarify the event of "the stapler started alone. After cartridge's change she does not work. " did the device start up on its own without the firing trigger being grasped? After the cartridge change, when the device "does not work", was the device not able to be fired (meaning no staple line or cut line delivered)? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the stapler started alone. After cartridge is change it does not work. Another device was used. No patient consequence.